Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating. A technical support specialist checked that the server application was functioning, and pyxis could authenticate using va-provided credentials in aria, but local users were unable to authenticate despite being active in the database. Ports 443 and 80 were open, and the certificate had been recently renewed. After connecting to the server, checking identity server logs, and testing the application login, the customer confirmed that users can now authenticate. Attached knowledge article "1.6.1 local ad support user cannot authenticate" for reference. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that the server was not communicating with the station. The customer attempted to refresh the webpage, but the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.